Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0202550. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that prn adapter was damaged. The following information was provided by the initial reporter: on (B)(6) 2021, the nurse replaced the heparin cap and found that the new heparin cap could not be connected to the PICC pipeline. Replaced with a new heparin cap, but still could not be connected, immediately notify the head nurse. After checking the pipeline, the head nurse found that the heparin cap¿s inside was broken and the connector is stuck in the PICC tube. Disinfect and bandage the PICC tube immediately, and find a new suitable connector to connect the heparin cap to the PICC tube. Check that the pipeline does not leak or ooze blood. The PICC tube can be used normally.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prn adapter was damaged. The following information was provided by the initial reporter: on (B)(6) 2021, the nurse replaced the heparin cap and found that the new heparin cap could not be connected to the PICC pipeline. Replaced with a new heparin cap, but still could not be connected, immediately notify the head nurse. After checking the pipeline, the head nurse found that the heparin cap¿s inside was broken and the connector is stuck in the PICC tube. Disinfect and bandage the PICC tube immediately, and find a new suitable connector to connect the heparin cap to the PICC tube. Check that the pipeline does not leak or ooze blood. The PICC tube can be used normally.